Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient went to the emergency room and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose values reached over 500 mg/dl. The patient also had stage 4 kidney failure and heart damage. The patient was reported to be vomiting, dehydrated, cold, confused and ketones were present. For treatment, the patient was put on an insulin drip at 9 units per hour and a intravenous (IV) fluids to hydrate. The patient was prescribed a anticoagulant called eliquis at 5 mg to take twice a day and 85 mg of aspirin, once per day. The pod was worn between 36 and 48 hours on the arm. The patient was discharged after 6 days.